Event description:
Acmi insufflator heating cables had been autoclaved and had been cooling for over 30 mins. Surgical tech picked up cables, which she stated did not feel warm to touch. Cables were placed on the patient's sterile abdominal prepped area. Duraprep was used for the abdominal prep. Surgical tech noted skin blistering with contact to skin. Cables removed immediately. Five areas of blistering noted - blisters 2-5 were small pin sized and blister #1 approx. 1/8 inch wide x 2 inch in length. Physician in room and aware. Order for silvadene creme to be applied in recovery room. (During follow up discussions, the tech stated that the blisters did not look like burns but she did not know what other word to use to describe the markings.)at the time of the occurrence, the vendor from acmi was present and after discussion it was the belief by staff present that the device had not malfunctioned, but that maybe the cable had not cooled off long enough. Although, the tech reported she did not feel any warmth when she picked it up. However, after further investigation and discussions, it can not be fully determined if the cable itself malfunctioned and caused the blisters. Some questioned whether or not the marks were caused by a combination of the cable and the duraprep. However, the marks were in a distinct pattern (like the number 7)and if the duraprep was involved you would think you'd see a scattered pattern as the duraprep is all over the abdomen. *the director of surgery reported that she received word from the vendor that after testing, the cable was found to be working properly.